Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a small wire came off the tip of the fenestrated bipolar forceps instrument into the patient. The wire was removed, and the instrument was replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the small wire that fell on the patient was immediately retrieved. The issue happened when the instrument was last used. There was no injury to the patient. A backup was used to complete the procedure. The patient did not return to the hospital experiencing any post-surgical complications related to retaining a foreign object. All known information was already provided in the complaint. No further information to provide.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and the complaint regarding a broken wire was not confirmed by failure analysis. A visual inspection found no damage to the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.